Manufacturer narrative:
A supplemental report is being submitted for a correction to additional products. Added return date. Additional products: d4: (B)(6) d9: yes, return date: 02-dec-2024 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Failure analysis of the returned controller revealed that the device passed functional testing. Internal inspection did not reveal any anomalies. Visual inspection revealed contamination within both power ports and serial port. This is an additional observation not related to the reported event, likely due to the handling of the device. Review of the alarm log file revealed one (1) controller fault alarm logged on (B)(6) 2024 10:54:30, as well as multiple event exceptions logged on (B)(6) 2024, due to a fault in the internal battery charging circuit. In addition, log files revealed internal battery voltage values slightly below nominal values. Log file analysis revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 13:06:17, indicating that the controller was powered up without the driveline connected. Log file analysis further revealed a controller power up with an associated vad start event was logged on (B)(6) 2024 at 13:06:35. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 77% relative state of charge (rsoc) and that (B)(6) was connected to power source two (2) with 69% relative state of charge (rsoc). The controller was without power for fifteen (15) seconds. No anomalies were recorded leading up to the loss of power. Additionally, log file analysis revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 13:06:43, due to a physical disconnection of the driveline from the controller during the reported controller exchange. Review of the controller log files revealed one motor start event recorded on (B)(6) 2022 with the date/time stamp of (B)(6) 2099 at 00:00:00. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed motor start events recorded on (B)(6) 2022 at 10:40:04, on (B)(6) 2023 at 22:49:42, on (B)(6) 2024 at 03:48:56, on (B)(6) 2024 at 06:52:20, on (B)(6) 2024 at 19:06:14, on (B)(6) 2024 at 20:43:13, on (B)(6) 2024 at 11:21:49, on (B)(6) 2024 at 11:10:23, and on (B)(6) 2024 at 12:12:04 in which the motor start parameters were atypical. As a result, the reported loss of power, controller fault alarm, real time clock error event and atypical motor start parameter events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can led to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnects can be attributed to troubleshooting of the alarms and/or to the controller exchange. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Further investigation using a representative sample revealed that the reported real time clock error event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and time in the event log file. Based on the available information, the most likely root cause of the reported event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-may-2022 / serial # (B)(6) d9: no h3: no h4: mfg date: 03-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller had a controller fault alarm due to a depleted internal battery. When attempting to upload raw data files to the autologs site for review, an autolog report would not generate and files had to be sent manually for review. A time/date stamp error with year 2099 was observed on manual review and rationale for inability to upload to autolog site which was later cleared. Upon manual review of data files, multiple motor starts with parameters outside the typical range were observed and the patient admitted to accidental double disconnects associated with each motor start. The controller was exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range.